Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the lamp was installed incorrectly but the cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The olympus field employee called olympus technical assistance center (tac) support to troubleshoot. The olympus field employee reported the device was making noise once it is powering on. The main lamp module was checked for secure mounting and a possible loose connection. A double check on the main lamp part number was also completed. As tac offered further assistance, the customer had already resolved the issue - the light bulb wasn't properly installed. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An area olympus field employee reported to olympus, a e103 (lamp light-up error) displayed on the visera elite xenon light source. There were no reports of patient harm associated with this event.